Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was feeling heat at the ins site when recharging, like a burning sensation that can last up to a day after recharging. The patient was recharging normally and was not trapping heat with anything over it. The patient was not using a belt; however, the patient puts adhesive disc over the implant site to recharge the battery. The issue began a couple months ago. The patient did admit to having several falls. The recharger does not show the thermometer. The recharger data showed that the patient got up to 36.3 degrees celsius ¿ 97.34 degrees fahrenheit. The therapy was working as intended and an impedance check showed in the range of 800-900 ohms for all electrodes. The patient was redirected to their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-dec-19. It was reported that the cause of the heating at the ins site during recharging was not determined. It was noted that the rep contacted patient services in an attempt to resolve the issue but the issue was not resolved. There were no further complications reported or anticipated.